Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the anvil did not pull through tissue in the gastric pouch, it caught on tissue. The surgeon felt there was something wrong with the trocar tip on the anvil due to the anvil sticking to the tissue. Surgeon used harmonic scalpel to open the pouch and remove the anvil. Surgeon then used a new device to complete the case. Some tearing in tissue, surgeon excised the area of torn tissue. No delay in operating room time reported. No additional bleeding reported.